Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that there was a hemostatic valve leakage. It was unknown if surgery was delayed due to the reported event. Sheath was replaced. Unknown if procedure was successfully completed. No patient consequences were reported. It was the hemostatic valve that broke. They did not know if it dislodged inside the hub, but it did not dislodge outside the hub. The brim cap/hub did not detach from the sheath. Picture attached. The sheath was used on the patient. Air did not enter the patient¿s body. No treatment required. Blood return was observed, the approximate volume of blood that was lost was little, not measured. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 16-feb-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that there was a hemostatic valve leakage. It was unknown if surgery was delayed due to the reported event. Sheath was replaced. Unknown if procedure was successfully completed. No patient consequences were reported. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, a leakage was observed on the hub of the vizigo sheath; however, due to the blood on the hub, it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub, however, this cannot be conclusively determined. Additionally, the physical device was received for evaluation. Visual analysis revealed that the electrical connector was cut and the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).